Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the ECG cable and lead assemblies were replaced. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) connecting cable associated with the programmer was broken. The programmer was returned to the manufacturer for servicing. There was no patient involvement.